Manufacturer narrative:
The patient remains on lvad support with no further issues reported since the percutaneous lead repair. The manufacturer is attempting to acquire the removed portion of the percutaneous lead for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. Approximately 9 months post-implant, the patient reported feeling the pump rotate inside her, she felt dizzy, and reported that the system controller alarms flashed, even the red heart alarm. The patient connected to the display module and saw flow at 4.5 lpm and power at 5.6 watts. After several minutes, the flow displayed "---" indicating the estimated flow was too low. This all occurred in the morning; in the evening on the same day, the patient felt very bad and the red cross transported her to the implanting hospital. The patient's symptoms were described as: cold extremities, dizziness and the need for oxygen. The patient's brother moved the percutaneous lead and the alarms stopped and the patient began feeling well. At the hospital, the percutaneous lead was secured and taped near the system controller connection. Approximately two weeks later, the patient reported several red heart alarms. The patient returned to the hospital and the percutaneous lead was examined and a sensitive area of the lead was discovered. The damaged section of the percutaneous lead was repaired by the manufacturer's technical service technician.